Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 failed to recover, device not detected on bus and error displayed required maintenance. The customer attempted troubleshooting by performing both soft and hard reboots of the station and trying to recover the drawer; however, these efforts were unsuccessful and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 02-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed and could not be recovered. A field service engineer (fse) replaced the full height module controller and verified proper operation in both diagnostics and application. Additionally, fse replaced the inseparable and performed a visual inspection. The system functioned as intended after the field service engineer repaired the device.